Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: there's a crack along the battery compartment extending from the threads to the case seal. No moisture observed in the battery compartment. Performed the leak test and found a battery compartment leak. No issues were noted when the pump case was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.